Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On 04/26/2024, it was reported that the daughter was unaware if there were any alerts provided by the device while the egv was low. According to the report, the egv was 80 mg/dl. It was not documented whether the patient had symptoms at that time. The daughter was unsure of the fingerstick at that time. The patient reportedly took 40 units of unspecified insulin by herself. After lunch and dinner, the egv was showing she was below 80 mg/dl. It was not specified whether the low egvs were treated. Still at this time, the daughter was unsure about the fingerstick since she was not there. By dinnertime, the patient was found unconscious by nursing home staff. The dexcom was showing low and the fingerstick that the nurse took was 31 mg/dl. Per documentation, the daughter was unaware if there were any alerts provided by the device. They gave the patient d50 once IV. Then they called the ambulance. The patient was unresponsive and the patient was rushed to the ER then ICU and was given another d50 IV. The daughter was unsure of any other information, but as far as she and the patient could remember, the readings at the hospital was 150 mg/dl and the fingerstick that was taken after an hour is within range again, but not remembered. Of note, the patient was reportedly advised to not take insulin all by herself from now on. It should be administered by the staff at the nursing home. The patient stayed at the hospital for 5 days. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.